Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the left breast. Patient reports having a nickel allergy. There was no alleged device malfunction contributing to the irritation. Patient reported that her physician is aware of nickel allergy and advised to use an antibiotic cream. Follow up indicated that the cream is helping with the skin irritation.